Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose it was 417 mg/dl. Customer was experiencing abdominal pain. It was unknown that whether the auto mode feature was active at the time of incident. The sensor was not communicating with insulin pump. Customer was able to pair transmitter with insulin pump. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.